Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was in the calcified distal rca with no tortuosity and 90% stenosis. After a guide wire crossed the target lesion, pre-dilatation was done with a voyager nc, and another company's stent was implanted at the target lesion. Post-dilatation was attempted with the same voyager nc; however, the balloon ruptured at 16 atms. The voyager nc was changed to another company's balloon and the procedure was continued. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, damage during manufacture, materials, interactions with other devices, previously implanted stent, calcification and tortuosity, or insufficient prep. There was no note of any leaks noted during preparation for use, which may suggest that the balloon was not damaged prior to use. Although there does not appear to be any indication of a product quality deficiency, a definitive cause for the reported balloon rupture cannot be determined.